Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was scheduled to undergo surgical intervention to implant a trial lead on (B)(6) 2018. During the procedure, the physician was unable to implant the lead as he was unable to access the epidural space. As a result, the procedure was abandoned.